Event description:
Pt reported that the device generated a blood glucose result of 925 mg/dl (the device's numeric reading range is 10 - 600 mg/dl). Pt did not take any action based on this result. Pt noted that there is no apparent damage to the device's display. While on the line with technical support, pt was unable to locate this value in the device's memory. Technical support requested the return of the suspect product and replacement product was shipped.